Event description:
The customer reported that the unit boots up with a blank display. No pt involvement was reported.

Manufacturer narrative:
(B)(4). The customer reported that the unit boots up with a blank display. No pt involvement was reported. The device was evaluated at philips. The symptom was verified. The processor pca was replaced to resolve the issue.